Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event and product return status, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that stent detached from the balloon without activation of the release mechanism requiring additional intervention. The patient, under sedoanalgesia in the dorsal decubitus horizontal (ddh) position, underwent angioplasty of the right and left iliac arteries and endarterectomy of the left femoral artery, followed by removal of a foreign body. Blockade with 2% lidocaine was performed in both inguinal regions. An ultrasound-guided puncture of the right and left femoral artery was then performed. Passage of a 7f introducer was performed bilaterally using the seldinger technique, followed by passage of a 5f pigtail catheter over a 0.035 x 260 cm hydrophilic guidewire. Angiography of the aorta and common iliac arteries revealed severe stenosis of the left common iliac artery (80%) and moderate stenosis of the right (50%). Pre-dilation was then performed with mustang 5x60 and 8x60 in the left iliac artery, and angioplasty with 10.0x60x135 cm express ld vascular was attempted after crossing the lesion with non-boston scientific (non-bsc) guidewires. Stent passage for ballooning was performed through an 8f x 65 cm long sheath using a 0.03 teflon-coated guidewire. However, it was noted that the stent detached from the balloon without activation of the release mechanism. Retrieval was attempted via snare loop, followed by left inguinotomy, femoral artery dissection, and direct removal of the stent. Subsequent angioplasty with a non-bsc stent (10x60 mm) in the left iliac artery was completed, with balloon inflation for accommodation. Final control angiography confirmed successful treatment. Closure was achieved using proglide and a vascular closure device (vcd). A compression dressing was applied after removal of the introducer, following activated clotting time (act) control.